Manufacturer narrative:
H4: the lot was manufactured between january 23, 2023 - january 24, 2023. H11: the actual device was received for evaluation containing 240ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rates were found to be within the product specification. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. Based on the evaluation result, the folfusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had no flow. After two days of treatment, the device had not emptied itself at all. There was no report of patient injury or medical intervention associated with this event. No additional information is available.